Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that on (B)(6) 2024 the patient had a veterinary ovariectomy, but on the (B)(6), a liquid collection was observed underneath the wound during a control check. A puncture to remove the liquid was done to resolve the issue. However, this intervention was insufficient, and a reoperation was done on (B)(6) . After the second operation, the patient was reported to be okay.